Event description:
This is filed to report the clip opened during establishing final arm angle (efaa) test. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip failed the final arm angle (efaa) test. Trouble shooting was performed, and efaa was tested again, this time efaa was successful, and the clip was implanted. A second clip was implanted to further reduce mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed, a cause for the reported unintended movement - clip opening when establishing final arm angle (efaa) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.